Event description:
Clinician was removing pac from hydrocollator when the pac stitching released. The hot contents of the pac was spilt on the floor.

Manufacturer narrative:
The device was not returned for evaluation. Since the device was not returned for evaluation, no root cause can be determined.